Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00540 and 3007042319-2014-00541) submitted for devices related to the same event. Evaluation in progress.

Event description:
Approximately two years post hvad implantation, the site reported that the patient experienced a change of power source in the controller earlier than expected. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The batteries were returned to heartware for visual and functional examination; they were exchanged without incident and there was no reported patient injury. Review of the manufacturing records revealed that the devices met specification for release. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. The batteries passed visual examination but failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00540 and 2014-00541) submitted for devices related to the same event.